Event description:
It was reported by the field service engineer that he detected an issue in the zoom system. According to his report, the zoom was going in reverse when handles are pushed to move forward. There was no patient involvement and no adverse consequences were reported.

Manufacturer narrative:
Results: pcb board.